Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to oversensing. Two days later, the device recorded an event without shock but with oversensing. Data and x-rays were provided for review and high shock impedance up to 166 ohms was recorded. The electrode placing presents room for improvement as boston scientific technical services observed quite a distance between the coil and the sternum of the patient in the x-ray imaging. Boston scientific technical services provided troubleshooting options and recommended that the whole system be replace. No adverse patient effects were reported. This s-ICD and electrode remains in-service.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed two bubbles but no cracks in the notch area next to the sense b electrode. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to oversensing. Two days later, the device recorded an event without shock but with oversensing. Data and x-rays were provided for review and high shock impedance up to 166 ohms was recorded. The electrode placing presents room for improvement as boston scientific technical services observed quite a distance between the coil and the sternum of the patient in the x-ray imaging. Boston scientific technical services provided troubleshooting options and recommended that the whole system be replace. Subsequently, this system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to oversensing. Two days later, the device recorded an event without shock but with oversensing. Data and x-rays were provided for review and high shock impedance up to 166 ohms was recorded. The electrode placing presents room for improvement as boston scientific technical services observed quite a distance between the coil and the sternum of the patient in the x-ray imaging. Boston scientific technical services provided troubleshooting options and recommended that the whole system be replace. No adverse patient effects were reported. This s-ICD and electrode remains in-service. A request was made for the local field representative to contact the facility and learn the resolution for this event; however, no additional information was able to be obtained.

Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced an inappropriate shock due to oversensing. Two days later, the device recorded an event without shock but with oversensing. Data and x-rays were provided for review and high shock impedance up to 166 ohms was recorded. The electrode placing presents room for improvement as boston scientific technical services observed quite a distance between the coil and the sternum of the patient in the x-ray imaging. Boston scientific technical services provided troubleshooting options and recommended that the whole system be replace. Subsequently, this system was explanted. No additional adverse patient effects were reported.